Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: exact root cause is not determinable. No logs provided. As per wo-00020403 "customer factory trained biomed updated to sw 17, performed the photonic o2 and chemical o2 calibrations on the unit. Unit got tested and sent back to service. Unit was not available to retrieve logs". Most likely the issue was due to a o2 cell not tightened properly which is resolved during site visit.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed 401 "inspiration valve or device leaky". At this time, there is no information regarding patient involvement associated with the reported event.